Event description:
Since I had the essure procedure done I have had severe migraines, urine has a strong odor, back pain, lower abdomen pain, fatigue, weight gain, swollen and my stomach is bloated all the time.